Manufacturer narrative:
Device evaluated by MFR.: received product consisted of a coyote nc catheter with the guide wire inside the catheter. The balloon was tightly folded balloon catheter. The guide wire was protruding 62.5 cm out from the tip and protruding 42.5cm out from the port/exit notch. The wire was measured at both ends of the wire. The tip, balloon, markerband, proximal weld, inner/outer shaft, port weld/exit notch, and hypotube were microscopically and visually inspected. Inspection revealed shaft damage (buckling) located at 4cm, 7.5cm, and 14 cm from the tip of the device. Inspection of the rest of the device found no other damage. Functional testing could not be done, as the guide wire could not be removed from the device.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery. A 4.0mmx30mmx143cm nc quantum apex balloon catheter was selected for use. However, upon advancing the balloon catheter along with the guide wire, it got stuck in the mid part and it could not be advanced and pulled. The device was removed together with the guidewire. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery. A 4.0mmx30mmx143cm nc quantum apex balloon catheter was selected for use. However, upon advancing the balloon catheter along with the guide wire, it got stuck in the mid part and it could not be advanced and pulled. The device was removed together with the guidewire. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.